Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced abnormal additive form. The following information was provided by the initial reporter. The customer stated: it was reported that additive is abnormal, appears to have condensation and turn different color. Customer states that the spray dry additive appears wet. It looks as if it's condescending in the tube and is kind of yellow in color.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced abnormal additive form. The following information was provided by the initial reporter. The customer stated: it was reported that additive is abnormal, appears to have condensation and turn different color. Customer states that the spray dry additive appears wet. It looks as if it's condescending in the tube and is kind of yellow in color.